Event description:
Customer reported, the left monitor is not recovering from standby. No pt injury was reported.

Event description:
It was reported that during surgery the inserts would not lock and/or seat, extending surgery time by 38 minutes.